Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The heart lead flex found out of specification. The battery release found contaminated, upper and lower cases broken, ring cover contaminated and two side bail covers broken, ring bent and one side bail missing.

Event description:
It was reported the unit failed a current drain load test. It was also reported there was no measureable output on both atrial and ventricular channels. There was no patient involvement. The condition was found during preventative maintenance. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification.